Event description:
It was reported that during a device explant, an interrogation of the device being removed only showed battery impedance and magnet rate. All other battery data could not be displayed.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.